Event description:
It was reported that this clinical study patient had a ventricular assist device (vad) earlier in the day via thoracotomy approach and with examination upon awakening from anesthesia that the patient was fully alert and following commands but had left side hemiparesis. CT of the head was performed and was consistent with sizable right middle cerebral artery (mca) territory cerebral vascular accident (cva), already in evolution. There was no intervention of utility in this case, given probable age of the stroke; tpa was not an option. The timing of the cva was unable to be determined. The physician believed it to be related to the operative procedure and not to the pump itself.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke is a known potential adverse event associated with all vad implantation procedures, which requires general anesthsia and cardiopulmonary bypass, and the use of the device as outlined in the labeling. The instructions for use addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines).